Manufacturer narrative:
Information regarding suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Initial reporter: occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the clogged catheter. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged with the handle indicating activation of the carbon dioxide (co2) cartridge. The first returned catheter (catheter #1) contained discolored powder as well as reddish/clear fluid. The second returned catheter (catheter #2) contained reddish/clear fluid but did not appear to contain any powder. When tested as returned, the device sprayed powder a few times before stopping. The co2 cartridge did not discharge upon deactivation of the device due to the remaining co2 in the cartridge being used in the evaluation. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. Catheter #1 was attached to the nozzle and did not spray due to clogs, however a small amount of fluid and wet powder exited the distal end of the catheter when the activation button was pushed. Catheter #2 was attached to the nozzle and sprayed as intended, however the catheter became full with discolored powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is a clogged catheter. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. This is indicated by the discolored powder contained in and the fluid that exited catheter #1. To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel.. Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error; a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The device would not spray. The procedure was completed with another hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.